Event description:
The initial reporter stated they received questionable results for two patient samples tested with the elecsys troponin t hs stat assay ver. 2 on a cobas e 411 immunoassay analyzer. The questionable results were reported outside of the laboratory. The first sample initially resulted in a troponin t value of 61.04 pg/ml. The second patient sample initially resulted in a troponin t value of 22.98 pg/ml on (B)(6) 2023. The customer's normal reference range is < 14 pg/ml. The patients were sent to another laboratory where new samples were collected and these recovered negative values. The troponin t reagent lot number was 59638100, with an expiration date of 31-mar-2023.

Manufacturer narrative:
The customer stated that controls run on (B)(6) 2023 were acceptable. The investigation could not identify a product problem. The cause of the event could not be determined.